Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and advanced under the mitral valve. However, the clip became caught in the chordae. Troubleshooting maneuvers were performed, and the clip was able to be removed. Therefore, the clip was removed from the anatomy and replaced. While outside the anatomy, the posterior gripper line was observed to be broken. The procedure was continued, and two xtw clips were successfully implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with the clip interacting with the anatomy resulting in a gripper line break appears to be related to patient conditions (leaflet prolapse and flail, and a small left atrium). There is no indication of a product issue with respect to manufacture, design or labeling.